Event description:
Some of the bipolar pair impedance values were greater than 4,000 ohms. The manufacturer's device tracking system indicated the stimulator and lead were replaced. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).